Event description:
It was reported that during a lobectomy procedure, the device locked and the firing trigger would not close. Two reloads were used but would not work. It is unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 7/14/2008 damaged pawl pin. The analysis results found that one sc60 was returned instead of an ecr60d. The device a was returned in good visual condition and with no reload present. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further testing the firing mechanism was noted to be loose. The returned device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. The mfg records were reviewed and no anomalies were found during the mfg process.